Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an alert for high, out of range high voltage lead impedance. The measurements were reproduced in clinic. Lead replacement was planned.

Event description:
New information received notes that further evaluation of the lead was planned, but the lead will not be capped. No further actions will be taken as the noise was not observed. The patient will continue to be monitored.